Event description:
A physician was using a gel mark ultra during a breast biopsy procedure in conjunction with a mammotome biopsy device. He was unable to deploy the pellets, and when he removed the gel mark ultra applicator from the biopsy probe, he noticed that the tip had sheared off. He was able to retrieve the tip. There was no pt adverse effect.